Manufacturer narrative:
Additional information has been requested, once the surgery to remove the device has been done, a follow up report will be submitted as new information is gathered and the investigation is completed.

Event description:
Study subject (B)(6) was treated in the m6-c 1-level ide on (B)(6) 2015 and continued in the post-approval study (pas) to the final 10 year follow up visit on (B)(6) 2025. During the 10 year follow-up visit, the patient reported experiencing increased pain (reported pain as 7/10) and tension with radiculopathy down his right shoulder. Neurological exam is normal. Imaging showed complete collapse of the disc implant with the core dislocated (dislocation is anteriorly but location of core is to be confirmed by CT scan to be obtained in the next couple of weeks. Removal of the device is to be scheduled at the end of (B)(6) 2025. Collapse c5-6.

Manufacturer narrative:
Based on the inspection of the retrieved m6-c compiled in the, in conjunction with the clinical data, and the provided information, the device showed evidence of mechanical failure. A loss of height and osteolysis was noted in the radiographs, the sheath was heavily damaged, there was evidence of in vivo contact between the endplates, and the fiber and core were not found at the time of removal. Cystic changes and radiolucency were noted as early as five years and were observed to have progressed by seven years, when an mva that resulted in neck pain occurred. Radiographic observations at the 5-, 7-, and 10-year post-op timepoints indicate that loss of height, radiolucency, and osteolysis were progressive, supporting the conclusion that the mechanical failure of the device was also progressive, though the mva may have exacerbated conditions and been a contributing factor to the failure of this device.

Event description:
Study subject (B)(6) was treated in the m6-c 1-level ide on (B)(6) 2015 and continued in the post-approval study (pas) to the final 10 year follow up visit on (B)(6) 2025. During the 10 year follow-up visit, the patient reported experiencing increased pain (reported pain as 7/10) and tension with radiculopathy down his right shoulder. Neurological exam is normal. Imaging showed complete collapse of the disc implant with the core dislocated (dislocation is anteriorly but location of core is to be confirmed by CT scan to be obtained in the next couple of weeks. Removal of the device is to be scheduled at the end of (B)(6) 2025. Collapse c5-6.